Event description:
The customer reported that he was a physician and his replacement insulin pump shut down. He received a weak battery signal and changed the battery four times. The insulin pump did not deliver insulin for four hours. He recessed troubleshooting. Customer's blood glucose level was 220 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected weak battery signal alarms or blank display anomalies noted during our testing. The insulin pump passed displacement test and off no power test. The operating currents were in specification. The insulin pump has cracked reservoir tube lip and scratches on reservoir tube window.